Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email that they experienced high blood glucose level of 600 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. Customer was having high blood glucose levels due to not inserting the set properly. Customer states now that he is inserting correctly he is not having any issues with his blood glucose and the pump is functioning as designed. The product was not returned for analysis.